Event description:
It was reported that the patient was receiving pca dose of 1mg/1ml. Patient was requiring higher doses, so a new dose was written at 8mg/ml. New syringe was changed by clinician and cosigned , however the dosing parameters on the pca were left unchanged despite the new order. This lead to an incorrect pca dose of dilaudid being administered for several hours before an oncoming rn noticed the error. Total, the patient received an additional 156mg dilaudid than what was ordered. There was patient involvement and no harm.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Bd technical support troubleshoot with customer over the phone. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Not applicable. Device evaluated by bd

Manufacturer narrative:
Additional information: imdrf annex a, g, c, and d codes.

Event description:
It was reported that the patient was receiving pca dose of 1mg/1ml (3.5mg/3.5ml every 20 minutes). Patient was requiring higher doses, so a new dose was written at 8mg/ml (3.5mg/0.44ml every 20 minutes). New syringe was changed by clinician and cosigned , however the dosing parameters on the pca were left unchanged despite the new order. Patient received 28mg (3.5ml) every 20 minutes vs ordered dose of 3.5mg (0.44ml) every 20 minutes. In total, the patient received an additional 156mg dilaudid than what was ordered. There was patient involvement and no harm.

Event description:
It was reported that the patient was receiving pca dose of 1mg/1ml (3.5mg/3.5ml every 20 minutes). Patient was requiring higher doses, so a new dose was written at 8mg/ml (3.5mg/0.44ml every 20 minutes). New syringe was changed by clinician and cosigned , however the dosing parameters on the pca were left unchanged despite the new order. Patient received 28mg (3.5ml) every 20 minutes vs ordered dose of 3.5mg (0.44ml) every 20 minutes. In total, the patient received an additional 156mg dilaudid than what was ordered. There was patient involvement and no harm.

Manufacturer narrative:
Omit: b17 - device not returned, c20 - no findings available. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.